Event description:
The customer reported that the pump battery was depleting too quickly, leading to a pump shutdown. The shutdown caused the customer¿s blood glucose level to exceed 500 mg/dl, although the specific value was unknown and displayed as "high." The customer addressed the high blood glucose level with a correction injection via multiple daily injections (mdi) and did not require third-party assistance. The customer also uses the ios mobile app and had already uninstalled and reinstalled it to address issues. Technical support informed the customer that it is normal for the battery to deplete by 15-35% per day, which the customer understood and acknowledged.